Manufacturer narrative:
Patient information cannot be provided due to personal data privacy legislation/policy. If implanted, give date: not applicable, as there was no patient contact with the product. If explanted, give date: not applicable, as there was no patient contact with the product. Telephone number:(B)(6). The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) package was damaged and being opened to the atmosphere caused contamination to the lens. The iol was replaced before the surgery can begin. There was no patient involvement. No further information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Date returned to manufacturer: mar 28, 2023. Section h3: device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection revealed that the complaint lens was received covered in viscoelastic residue consistent with a lens that was handled. The sterilization pouch was received peeled opened with an empty emerald30c cartridge inside. Only part of the ripped folding carton was received. While the sterilization pouch was received opened, the viscoelastic residue on the lens suggests the lens was handled and prepared for use; therefore, it cannot be confirmed that the device packaging was compromised at manufacturing. Conclusion: based on the complaint investigation results, the product was released within specifications and a relationship between the device and the reported incident could not be determined. There is no indication of a product deficiency or product malfunction could be identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.